Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported following a percutaneous procedure performed (B) (6), a 6f angio-seal sts plus was deployed in the right femoral arteriotomy. The pt experienced a "cold leg" and underwent surgical intervention. Surgical outcome was unk; however, it was stated that the anchor may have gotten caught up on plaque in the artery. The hosp would not provide the exact date of the procedure or physician; therefore, the event date, implant date, and explant date are month specific. No additional info was available.